Event description:
Same case as MFR report #: 2134265-2009-04283. It was reported that during a percutaneous coronary interventional procedure, a wire detachment, vessel perforation, and cardiac tamponade occurred. The 90% stenosed lesion being treated was located in the severely calcified and moderately tortuous mid to distal left anterior descending artery (lad). The physician shaped the floppy rotawire tip without any reported difficulties. However, when he went to insert the wire into the microcatheter, the physician felt that the tip was too relaxed, and he had difficulty inserting the wire. The physician then used an unspecified guide wire introducer to insert the wire. The physician advanced the wire beyond the lesion, however, he felt that the radiopacity of the tip of the wire was not consistent. During the first ablation run at an unk speed, the spring tip of the floppy rotawire guide wire detached. The 1.5 mm rotalink plus burr then advanced distally, and a vessel perforation occurred. The pt's blood pressure decreased, and cardiac tamponade occurred. The pt was taken to surgery, and the detached spring tip was successfully removed. Pt's status following surgery is "fine".